Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part: 03.037.017, lot: 9519308: manufacturing site: (B)(4), release to warehouse date: 09.jun.2015: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The returned blade/guide sleeve (part: 03.037.017, lot: 9519308, mfg: 09-jun-2015) was inspected and the complaint condition was confirmed. The following investigations were performed: device interaction /functional: visual inspection performed at customer quality observed that the returned guide sleeve has worn and slightly nicked threaded portions along its length. Additionally, few scratched patterns of threads were observed on non-threaded portion of the guide sleeve. Upon functional test performed with the returned compression/buttress nut and the guide sleeve, it was observed that the guide sleeve gets stuck at its proximal threaded portions while being threaded with compression/buttress nut. Received condition agree with the complaint description. Complaint condition was able to be replicated and the complaint was confirmed. Relevant drawings for the returned device (both current and from the time of manufacture): top-level assembly drawing for blade/guide sleeve were reviewed. The dimensional analysis performed on the threaded diameter of the blade/guide sleeve measured and falls within the specification per relevant drawing and thread tolerance specification per iso 724, second edition (1993-10-15). A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. While no definitive root cause could be determined, it is likely that any unintended off-axis alignment during its use could have contributed to nicked surfaces of the device which in turn contributed to stuck complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of sets, the sales consultant noticed that a buttress/compression nut has thread damage and does not thread. In addition, the threads on a blade/screw guide sleeve are damaged and not lining up. No patient or procedure involvement. During manufacturer¿s investigation of the returned devices it was observed that compression/buttress nut gets stuck at the proximal threaded portions of the guide sleeve while being threaded. This condition was re-evaluated and determined to be reportable on (B)(6) 2018. This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for complaint (B)(4).